Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the surgeon implanted the liner in it appeared to him the ard tabs on the poly were recessed and he feared that they were deficient and that the poly may prematurely come out. We removed that poly and I got a new poly which caused a 5 minute delay as I had to go to the rep storage closet. New liner was open and impacted in place and all was good. It was unknown if any loosening. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Visual examination did not show any defect on the polyethylene liner. No fracture or deformations were present on the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.